Manufacturer narrative:
Additional information. The explant date was not provided, however, the pump was returned on 10/04/2016. Device evaluation: examination of the pump blood-contacting surfaces revealed a tissue-like thrombus situated around the outlet bearing. The thrombus appeared to have been exposed to a fixative agent prior to being returned. The thrombus did not show evidence of laminated layering, indicating that it did not likely form on the outlet stator. Although the specific origin of the observed thrombus could not be conclusively determined, the thrombus could have contributed to the reported low flow event and elevation in the patient's lactate dehydrogenase level. A correlation between the evaluation findings of the returned pump and the reported infection could not be determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Driveline infection and device thrombosis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 7.5 months from date of implant to the driveline revision for infection; 2 years, 8.5 months from date of implant to date of expiration. The pump was not returned for evaluation, as it was not explanted. An autopsy was not performed. A direct relationship between the device and the reported events could not be determined. The instructions for use lists driveline and local infection, and hemolysis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2013. The patient's post-implant course was complicated by a recurrent driveline infection. On (B)(6) 2013, the patient underwent a driveline revision and was placed on chronic suppressive doxycycline. In (B)(6)2015, the patient was admitted for (B)(6) bacteremia. The patient was treated with IV antibiotics from (B)(6)2015. The patient was readmitted on (B)(6)2015 with a pustular lesion above the lvad driveline site. The wound cultures from this source were positive for (B)(6)which was sensitive to ceftaroline, which the patient was started on. The patient was placed on home antibiotics at discharge on (B)(6)2015. On (B)(6)2015, the patient presented feeling well, but experienced low flow alarms and was admitted for further evaluation. The patient had attempted a fluid challenge with oral fluids at home, but had no improvement. The patient received 3l of IV fluid with no change in frequency of the low flow alarms. The patient's lactate dehydrogenase was 1337 u/l at the time. On (B)(6) 2016, the patient expired with the cause of death reported as cardiogenic shock.